Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was not charging; the user observed a flashing green light and confirmed the issue persisted after trying different outlets, and education was provided that a full charge requires about two hours, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.